Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. After a 23x3.0mm non-bsc stent was deployed, a 3.00mmx8mm nc emerge balloon catheter was advanced in the proximal edge of the lesion for post dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the balloon and lumen. There were numerous kinks in the hypotube. The balloon was loosely folded. A longitudinal burst was found 10mm from the tip of the device, 4mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. After a 23x3.0mm non-bsc stent was deployed, a 3.00mmx8mm nc emerge® balloon catheter was advanced in the proximal edge of the lesion for post dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.